Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump would not fully rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:a review of the pump¿s black box showed no evidence of a rewind issue on the reported event date. The time and date were accurately set at the start of investigation. The pump was able to be primed and exercised with no alarms. The pump cover was opened and no internal defect was found.